Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one year ago, this patient was admitted to the hospital for symptoms related to heart failure. A chest x-ray was later taken and then reviewed by an independent lab at a later date. The x-ray revealed that both the right ventricular (rv) and left ventricular (lv) leads had fractured. Attempts to obtain pertinent additional information were unsuccessful. The rv and lv leads currently remain implanted and in service. No additional adverse patient effects were reported.